Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, after repositioning the right ventricular lead, there was increased capture threshold. The lead was moved and the patient experienced a drop in blood pressure and increased heart rate. An echocardiogram revealed that there was pericardial effusion and a pericardiocentesis was performed. The patient was stable after the procedure and all measurements were within range.